Event description:
It was reported that during a system upgrade procedure, the guide catheter and competitor guide wire was used to access the coronary sinus for placement of an left ventricular (lv) lead. During attempt to locate the left ventricular (lv) lead in an alternate vessel a small coronary sinus was noted via fluoroscopy. The lv portion of the case was abandoned. No intervention was performed, and the procedure was concluded with appropriate hemostasis achieved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).